Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad. The caller did not know the blood glucose reading. It was stated that insulin pump had been exposed to great temperature variations. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.